Event description:
It was reported that the arctic sun device did not build up a flow. Per follow up information received via mail on 24jan2025, device would be repaired in the hospital by (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6) the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not build up a flow. The error occurred 3 out of 5 times in manual test mode in an arctic sun device. In bypass a flow of 0.5 l/m, pump control of approx. 45 percent, pressure was -7 psi. Bypass valve was removed, dirt was found, cleaned, reassembled. Manual test mode was ok, device was switched off for 20 minutes, then the error came back. Changed water and error occurs again. Bypass valve was removed, no dirt found, reassembled. Manifold replaced. The error persists and further errors occur. They removed again. Per follow up information received via mail on 24jan2025, device would be repaired in the hospital by crs.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Error occurs 3 out of 5 times in manual test mode. In bypass a flow of 0.5 l/m, pump control of approx. 45 percent, pressure is -7 psi. Bp valve was removed, dirt was found, cleaned, reassembled. Manual test mode was ok, device was switched off for 20 minutes, then the error came back. Changed water. Error occurs again. Bp valve was removed, no dirt found, reassembled. Manifold replaced. The error persists and further errors occur. Removed again. Replaced circulation pump. Dirt found onsite. Removed dirt. New calibration, fdl test, mtk and est (stk) were performed. A DHR is not required as this is not an out-of-box failure. Initial reporter phone number provided: (B)(6) . Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.